Event description:
During use of suture cut needle driver, the pulley cable broke and two of the 3mm sized pulley's on one side of the device fell off into the pt. The break was noticed immediately, one of the pulley's was able to be retrieved. The other was not found and remains in the pt.